Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.00x24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink in the hypotube shaft 435mm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. 0.014" guidewire, verified with snap gauge, loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15dec2020. It was reported that difficulty of advancing was encountered. The target lesion was located in the severely tortuous and calcified left coronary artery. A 3.00x24mm promus element plus drug-eluting stent was advanced but failed to reach the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.